Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000102569. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's lead had high impedances and was unable to enter MRI mode. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.